Event description:
Patient presented at clinic for pain in knee. X rays show loosening of both components. Re-revision surgery was performed. On opening the knee osteolysis and loosening was noted, the knee did not appear infected.

Manufacturer narrative:
Additional narrative: the device associated with this report was not returned. Requests for additional investigational inputs were made in accordance with wi-7915 appendix a. Review of the supplied patient x-rays confirmed device loosening. The reported osteolysis could not be confirmed based on the provided information. Review of the device history records and/or a lot specific complaint database search was not possible as the product and lot codes required were not provided. The investigation could not draw any conclusions about the root cause of the device loosening based on the provided information. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Not returned.